Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was observed at approximately 27 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by catheter over-pressurization. The instructions for use (IFU) includes warnings/information regarding catheter over-pressurization. A warning in the IFU states: "infusion pressure with this device should not exceed 690 kpa (100 psi). Pressure in excess of 690 kpa (100psi) may result in catheter rupture, possibly resulting in patient injury and also provides a warning that when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded.

Event description:
Treatment of an avm during angiography injection with contrast media, it was reported the catheter ruptured at approximately 30cm from the distal tip. No patient injury reported.